Event description:
It was reported that patient was in the hospital when interrogation of the device noted several inappropriate shocks while the patient was in sinus tachycardia. It was also reported that in one instance, inappropriate shock induced vf. Patient had to be externally rescued since the device maxed out on therapies. Device was reprogrammed. The patient was in stable condition after the changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.